Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the reported event, and was informed that the users were directly spraying xylocaine on the insertion tube. The user further reported that there was no device fragment identified to have fallen inside the patient. The device reference in this report was returned to olympus for evaluation. The evaluation confirmed that the exterior portion of the insertion tube was peeling, and appeared to be consistent with chemical damage. The insertion tube peeling was attributed to chemical damage caused by the use of xylocaine spray, which is not recommended by olympus. The OEM deemed this report closed and no further action required. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that the exterior portion of the insertion tube was peeled during a differential lung ventilation, and the peeled pieces fell off into the endotracheal tube. The physician recovered the peeled pieces and completed the procedure with a similar device.